Event description:
A customer reported a delay in audible alarms for low spo2 on the carescape monitor b850. The pt was reportedly on a non-ge ventilator that was inadvertently disconnected from the main power supply and then stopped when its batteries were empty. The nurse reportedly heard the ventilator audibly alarming for the low battery condition and went to the pt's room. Upon the nurse's arrival, the pt was blue. The nurse reportedly began manually ventilating the pt with a bag, checked the spo2 value on the b850 screen, and noted that the screen was displaying a yellow frame with the message "spo2 low 53/54%". No audible alarm was heard at that time. The pt's spo2 value was brought back to 92-93%. The pt was reportedly under sedation prior to and following the event, therefore, it is unk whether the pt sustained injuries from the event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info is considered confidential per country regulations and will not be provided to ge healthcare.